Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the catheter shaft was seen to be broken just below the hub. The catheter shaft was seen to be kinked 8cm from the hub. Functional inspection: not carried out due to the damage of the catheter shaft. The reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be broken/fractured and kinked during the analysis. The as analyzed as well as reported codes listed in the grid below can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the catheter shaft broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.